Manufacturer narrative:
Device evaluation results: one medfusion 4000 pump was returned for investigation in good condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "defaulting to biomed mode" was not found in the event log. Instead, a "check syringe plunger sensor error" was found in the event history log. Pump was investigated employing the power on start up test. A "check syringe plunger sensor error" occurred during this test. The 2 flipper-like plunger thumb press holders were intermittently sticking when the plunger lever was tested. The root cause was unable to be determined but the left plunger case was replaced preventatively. The device was able to pass all other functional testing and preventative maintenance testing.

Event description:
It was reported that a smiths medical pump alarmed "system failure" requiring a biomed code to be inputted. No patient harm was reported at this time.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Correction: no causes or potential causes of the customer's reported problem were found during the review of service and repair records.